Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker could not be programmed during an implant surgery. It was noted that the pacemaker would detect invalid parameters while it was being programmed on (B)(4) 2020. The device was not implanted and another device was used instead.

Manufacturer narrative:
The reported field event of error message was confirmed in the laboratory due to review of device image. The device was tested on the bench using automated testing equipment and no anomalies were found and the cause of the issue was not determined.